Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was getting low cgm readings around 07:00pm. When the patient took a fingerstick the cgm reading was 54 mg/dl, and the blood glucose reading was 73 mg/dl. An unknown time after this, the patient blacked out and fell on the floor. The patient did not sustain any injuries, and self-treated with a glucose tablet and some food 15 minutes after blacking out. No further treatment was reported to be needed, and the patient did not visit the hospital. The patient could not remember if they took a fingerstick after they regained consciousness. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Fifteen minutes after this, the patient blacked out and fell on the floor.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "an unknown time after this, the patient blacked out and fell on the floor." H2 correction.